Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, this event is most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm 2700 pericardial aortic valve was explanted after an implant duration of 10 years, four (4) months due to severe aortic valve regurgitation, structural valve degeneration, thickened leaflets, and perforation of the non-coronary leaflet. The 21mm 2700 valve was explanted and the annulus was debrided of pledgets and pannus. The left ventricle was washed with saline to remove any debris. The explanted valve was replaced with a 21mm 2700tfx pericardial valve that was seated well. Protamine was administer and tolerated well by the patient. Hemostasis obtained. The patient was transported to the cardiac surgery ICU in stable condition. Concomitantly the patient's native tricuspid valve was repaired using a 30mm ew annuloplasty ring.